Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause fo the failure is most probably related to an insufficient usage. Rational: due to the bent working end and the fracture pattern, we assume a breakage due to overload, most likely caused by a leverage effect. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the instrument has broken in the dog's spine.